Event description:
A report was received that the patient underwent a lead revision procedure due to discomfort at the lead site. During the procedure, the physician moved the anchors to a more comfortable spot. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.